Event description:
A report was received from the hospital indicating that a single-use device had been resterilized and reused on multiple occasions. Within the hosp's report it was also, indicated that while removing the stabilizer from the drive, the knob from the stabilizer detached and fell into the pt's chest. The knob was removed by the surgeon and surgical procedure was completed without any further complications. As the unit had been reused several times they did not know the lot number of the device used. The product is not being returned.